Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that the pump was working properly. The event was referred to as a ¿dosing issue¿.

Event description:
The physician replacing the patient¿s pump felt that the ¿off label drug and dosing strategy¿ was ¿dangerous to the patient¿. The drug that was in the pump was fentanyl with an ¿extremely high concentration of 20,000 mcg/ml and a dose of 124 mcg/day¿. No patient symptoms were reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.